Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor of the heart lung console would not boot up. The user reconnected the cable and restarted the system. As a result, the central control monitor booted up as expected. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.